Event description:
It was reported that the device experienced an issue with etco2 calibration. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.